Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2017. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code (B)(4) capture the reportable event of ureteral obstruction. Imdrf impact code (B)(4) capture the reportable event of ir nephrostomy tube placed.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2017 the patient experienced ureteral obstruction and required an ir nephrostomy tube placed.